Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# g140113. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had not woken up post sedation wean and was noted to have upward left gaze with flaccid right arm following surgery. The patient was not on anticoagulation at the time. Head computed tomography revealed a large acute to subacute infarction in the left middle cerebral artery (mca) territory involving the frontal lobe, parietal lobe, basal ganglia, insular cortex, and anterosuperior temporal lobe. No hemorrhagic transformation. Thrombus was within the left supraclinoid internal carotid artery (ica) extending to the ica terminus and m1 segment of the left mca. Neuro was consulted. The patient was not a candidate for tissue plasminogen activator (tpa). Patient remained in the cvicu. Lvad is stable. As of (B)(6) 2018 there was no change in plans or procedures and the patient remains ongoing.

Manufacturer narrative:
Updated based on additional information received. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the patient expired on (B)(6) 2018. The family had withdrawn care and the lvad was turned off due to severe brain damage following the stroke. The device will not be returned for evaluation.